Event description:
It was reported that during a shoulder procedure using a magnum pi implant, the snare wire snapped upon tensioning. This implant was abandoned in the bone and a new bone hole was drilled to complete the procedure with an additional magnum pi implant. There were no significant delays or patient complications reported as a result of this event.